Manufacturer narrative:
Section d10 references: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6)2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6) ubd: 28-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reported patient having an avoid on monopolar impedance on 9c, however the bipoles related to electrode 9 were fine. Rep wanted to know if the electrode can still be used and also if MRI is still okay. Technical services (ts) consulted with a colleague and then called rep back and left a message to let rep know that use of electrode 9c still good, however, due to higher impedance, it may impact longevity. Agent reviewed with rep to run impedance with automatic increase and this will allow system to display impedance value to help determine MRI eligibility. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance (>5k) wasn¿t determined as the patient had no falls or hits to the system. Impedances were run at different levels, but there was minimal change with values just outside of the normal range, and the issue remained unresolved. The patient was going to continue with therapy.